Event description:
Cold snare requested by physician and placed in scope. Snare would not open, removed from scope. New snare obtained and case continued with no further issues. Scope given to vendor rep.